Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient had an infection at both lead and implantable pulse generator (ipg) sites. Symptoms of creamy purulent substance was noted. Nothing that they can attribute to the cause of infection. The patient was placed on antibiotics an underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. The explanted device components will not be returned.